Event description:
Caller reported that the insulin gauge displayed an amount different from expected, showing 60 units instead of the anticipated 120 units. There was no adverse impact to the customer¿s blood glucose level. Customer was educated by technical support on the accuracy of the pump¿s readout and instructed to disconnect and deliver a 10.2 unit bolus, after which the fill estimate adjusted to 95 units. Customer acknowledged the importance of using room temperature insulin but chose not to load a new cartridge, opting to continue with the current one and follow up if necessary.